Manufacturer narrative:
The investigation found the exposed portion of the soft cannula to be kinked, stretched, and damaged. Additionally, a tear was found in the exposed portion of the soft cannula, resulting in fluid leaking from the fluid path. The timing and cause of this damage could not be determined. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 20.7 mmol/l (372.6 mg/dl). The pod was worn between 5 and 24 hours on the arm. It was noted that the cannula was bent. Hyperglycemia treated with a new pod.